Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(6) 2011 and obtained the following information: the patient was diagnosed as a diabetic in (B)(6) 2011. The patient was advised by her physician to test two to three times a day. The patient does not manage her diabetes with oral medication or insulin. The patient's daughter alleged that the issue began four to five days prior to contacting lfs, approximately three to four days after receiving the subject meter. According to the patient's daughter, the patient continued with her usual diabetes management after the alleged issue began and indicated the patient did not test her blood glucose with another device. At an unknown date/time later, the patient's daughter claimed the patient developed symptoms of confusion and lightheadedness. On (B)(6) 2011, the patient's neighbor contacted the patient's daughter to inform her that the patient had not been testing her blood glucose and was exhibiting the reported symptoms. The patient's daughter contacted the emergency medical services (ems) (for the patient) and the patient was transported to the emergency room (ER) by ems at approximately 2:50pm. While in the ER, it is not known what the patient's blood glucose result was (with the ER/hospital meter); however, the patient reportedly was administered 4 units of insulin. The patient's daughter informed the mss that the patient was still in the hospital due to dehydration and diabetes. During troubleshooting, the customer service representative (csr) verified that the subject meter does not turn on manually with the power button. The csr noted that the vial of test strips the patient was using expired and the patient's daughter did not have updated test strips available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims the patient was unable to test her blood glucose due to the reported issue, the patient was reportedly treated by an hcp for sever hyperglycemia, and was allegedly hospitalized after the alleged issue began.